Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, consumer claims, about 20 catheters, she has tried to use were blocked, urine did not, could not flow through the catheter. She stated both rings were visible below the handle. As she had other catheters available, she could perform intermittent catheterization, so she did not suffer any harm.